Manufacturer narrative:
(B)(4). The customer went to the emergency room for alleged low blood glucose, hypoglycemia, missing segments, partial display, multiple pump error alarms and critical pump error (open book image) on (B)(6) 2022. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime, seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0873 inches. No missing segments or partial display noted. No anomaly, glitch noted when navigating through the pump menu. The following were noted during visual inspection: minor scratched display window, scratched case, cracked battery tube threads, cracked case at the battery tube side, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and care link upload was successful. The pump was programmed and monitored for 2 days. No pump error alarms noted. No pump error alarms noted on the event date in the pump history file. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. As per global logic analysis: fault not logged in error log. Pump traces ended with safe shutdown because battery was removed 1 fault 63 hardware error alarm registered in traces rf chip didn't respond during re-initialization. In detailed traces registered 142 occurrences of rf chip stuck in diagnostic traces registered 47 occurrences of pump restart, mostly because of battery test failure. Pump error due to corroded electrical board. Pump was cut open to perform visual inspection and found corroded electrical board 1. No damage noted on electrical board 2, force sensor or motor. The pump passed the functional testing. Unable to confirm alleged low blood glucose hypoglycemia. Missing segments or partial display not confirmed. Critical pump error (open book image) not confirmed. Multiple pump error alarms were not confirmed. Pump error confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer reported via phone call that the customer was hospitalized due to low blood glucose on (B)(6) 2022. The customer blood glucose was 17 mg/dl and 37 mg/dl. The customer was treated with the glucose tablets. It was reported that the insulin pump a glitch on the screen and just went off and it's not something like it timed out but more likely a glitch on the screen but was able to turn the pump back on. It was reported that the insulin pump had multiple pump error alarms. It was reported that the customer partial display. Customer was confirmed about used insulin pump system within 48 hours of reported event. The customer stated that the able to successfully clear the alarm and rewind. It was reported that the customer was using the auto mode at the time low blood glucose. The device was returned for analysis.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 and b3 section.

Event description:
This case is to document the low blood glucose on (B)(6) 2022. Please see case (B)(4) for the low blood glucose on (B)(6) 2022. Customer reported having a low blood glucose of 17mg/dl on (B)(6) 2022 with seizure. She was treated with glucagon shot. Pump, sensor, and auto mode were used on that day. Customer also said she had a low of 37mg/dl on (B)(6) 2022 with seizure and she went to the emergency room. Pump, sensor, and auto mode were used on that day. At the time of the call, customer had been off the pump for a week already. Customer also reported having pump error 23, 49, and 68, failed battery test, exposure to moisture, and partial display and glitch that were separate from the low blood glucose issue. Customer was able to clear the alerts and rewind the pump.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information related health effect clinical code has been updated in h6 section.